Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results for 1 patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Based on the information provided, the na results were erroneous. The initial na result from the c501 module was 95 mmol/l. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated twice on the c501 module with results of 143 mmol/l and 142 mmol/l. The sample was also run on an unspecified blood gas instrument with a result of 142 mmol/l. The customer stated that "last week" the electrodes, the reference electrode and the standard solution were all replaced. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. Based on the types of results the customer received, possible root causes may be air in the sample channel, leakage coming from the waste or an old or expired reference electrode. Since the customer recently replaced the system reagents, the reference solution and the reference electrode, there may have been air in the ise and reference line. If the customer didn't prime the ise unit sufficiently after performing the maintenance actions, the discrepant results that the customer observed could occur. The customer has not complained about any other patient samples.